Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: a review of the pump history showed dates from 09/25/2017 -10/07/2017. The data from event date has been overwritten due to continued use of the pump. The pump powered on intermittently with the returned battery cap and a test battery cap. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.